Event description:
It was further reported that the corner of the battery was trying to come back out of the skin on his left butt cheek. This started 2 weeks after seeing a plastic surgeon to have it fixed and its doing the same thing again. The patient did not use therapy often and didn¿t turn it on because his back didn¿t bother him like it used to. The patient had an upcoming appointment and wanted a company representative present. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was erosion. It was noted, the patient just got out of surgery. It was logged the neurostimulator had adhered to skin and was beginning to erode through skin. It was noted, the patient's health care provider had referred him to a surgeon.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3550-39, lot# n273897, implanted: 2011 (B)(6); product type accessory product ID 3550-29, lot# n265486, implanted: 2011 (B)(6); product type accessory. (B)(4).